Event description:
Recipient presented at clinic (B)(6) 2019 for troubleshooting of her right processor; she has not been seen by the clinic for several years. Earlier this year (the date could not be specified by the recipient), she felt a painful, "poking" sensation when she put on the right processor. Per her report, she wore the processor consistently until this occurred. Recipient denied recently changes in health or accidents. Due to appearance of facial nerve stimulation at low stimulation levels, discomfort with stimulation, and lack of audibility the recipient could not use the device. The user was re-implanted on the (B)(6) 2019. This report refers to 9710014-2019-00644. For further information please refer to this report.